Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out and no clinical information could be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included vibration testing without duplicating the malfunction. The lcd color display and several system interconnection cables were replaced as a precaution. The device was recertified and returned to the customer. No clinical data was available as part of this investigation. No trend is associated with reports of this type.